Manufacturer narrative:
Submit date: 12/14/2015. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding external damage on the unit. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: (B)(6) 2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Scd 700 compression system was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.